Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that customer¿s continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Reportedly, the customer has inadvertently turned off the sleep mode function which resulted in the low bg. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.